Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updates not required. H10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A DHR (device history review) was performed and no problems or issues were identified during this DHR review. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: the sample was returned for investigation. Sample was received in used conditions without original packaging, decontaminated and inside a plastic bag. Visual inspection and functional test were performed. Visual inspection showed that no damages nor workmanship defects were detected on the sample. For functional testing, the sample was set for accuracy testing using a cadd pump. No discrepancies were detected, the sample successfully passed, and the failure mode reported was not confirmed. No fault was found. The root cause cannot be determined since the complaint was not confirmed and no corrective actions were taken since the complaint was not confirmed. A DHR (device history review) was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record (DHR) review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.

Event description:
It was reported that the device under delivered the medication. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.